Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an infusion of nicardipine 25 mg/250 ml intended to run at 100 ml/hr was instead programmed at 0.4 ml/hr. The standard concentration for this medication is 25mg/250 ml, and the infusion had been initiated with a concentration of 25mg/1ml. This was discovered by the charge nurse at the shift change. The patient became hypertensive, values unspecified. Although requested, additional information has not been provided. The customer requests a log review to confirm the programming.

Manufacturer narrative:
The customer¿s report of an underinfusion was confirmed. Analysis of the pcu event log shows that at 7:59pm on (B)(6) 2016 the pump module was programmed as a custom concentration to infuse nicardipine with the drug amount at 25mg and diluent volume at 1ml rather than the intended 250 ml, which made the concentration 25mg/ml. The rate was calculated to be 0.2ml/hr. At 12:19 am on (B)(6) 2016, the dose was changed to 10mg/hr, which made the rate 0.4ml/hr. At 1:07am on (B)(6) 2016, the diluent volume was changed to 250ml, which made the concentration 0.1mg/ml. The dose was changed to 5mg/hr, which changed the rate to 50ml/hr. The volume recorded as being infused from 7:59 pm on (B)(6) 2016 to 1:07 am on (B)(6) 2016 was 1.162ml. The root cause of the underinfusion was a user programming issue of selecting an incorrect diluent volume in the custom concentration. No device was returned for investigation.

Event description:
The blood pressure reportedly returned to baseline once the rate was corrected. It was later reported that the family withdrew support and the patient expired.